Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service inability to secure cutter was noted. It is unk if the device was used in surgery. It is unk if injury or med intervention occurred. There was no additional info provided.